Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced blood glucose (bg) values in the 300 mg/dl range with moderate ketones, extreme thirst, excess urination, nausea, and symptoms of dehydration associated with inaccurate delivery of insulin from the pump. Reportedly, the patient remained on insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals did add up to match the basal program, and the basal histories matched the active basal settings. The reporter did not indicate if the bolus accurately reflected the bolus programs. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump's history. The patient insisted that their pump be replaced. No pump defects were found during troubleshooting, and the patient was referred to their health care provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy due to the alleged inaccurate delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/23/2016-device evaluation: the pump was returned and evaluated by product analysis on 07/27/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available black box data revealed that the recorded total daily dose values accurately reflected the user programmed basal rates, and no errors, alarms, or warnings were recorded that would indicate an interruption in delivery. A delivery accuracy test was performed and passed with the pump delivering within the required range. A 10 unit normal bolus and audio bolus was programmed and delivered successfully. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed appropriately. The complaint of inaccurate delivery was not duplicated.